Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device powered up properly after battery installation. It was received with operating currents within specification. No unexpected battery out limit alarms noted. Device was received with cracked case at display window corners and display window and minor scratched lcd window. No belt clip assembly received, it was unable to verify belt clip anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and he could not clear the alarm due to the buttons not responding. The customer did not recall any significant events. Blood glucose value was 219 mg/dl. He also mentioned that the belt clip broke. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.